Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation was performed on the device. Visual inspection, leak testing, and clear passage testing was performed with no issues noted. Analysis of the device was unable to confirm the reported particulate matter. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the home choice (hc) machine, the home patient (hp) noticed something black in the patient line during fill 1 of 8, patient connected. During the follow up with the peritoneal dialysis registered nurse (pdrn), it was reported that there was nothing black in the patient line and that the tubing was positioned on something that made it look black. However, further clarification with the hp revealed that the hp did see something very small and black in the line. The hp stated that when they squeezed the line, they saw it move. There was no patient injury or medical intervention associated with this report. Additional information was requested and is not available.